Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation and "patient¿s concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red biological tissue and red particles on the shell. Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Device has been explanted and discarded after surgery.